Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corrosion. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The insulin pump alarmed button error. The customer stated the insulin pump was exposed to sweat. Advised customer to revert to back up plan.